Event description:
On 12/01 the quality department at gliatech received a copy of a publication entitled, "results of applying adcon-l gel after lumbar discectomy" the german adcon-l study." (H.p. Richter et al, 2001). In the study involving 357 evaluable patients (180 adcon-l;177 control group) the authors "found no positive effect of treatment with adcon-l gel in patients in whom one-level lumbar microdiscectomy was performed." The study also included a safety analysis (based on all 398 patients recruited). Of the noted adverse events in the adcon-l group, "one patient had spondylodiscitis, one patient an allergic reaction and itching of the legs, and one patient suffered joint pain. In the control group, one patient had spondylodiscitis, one patient underwent an abdominal operation because of adhesion, and one patient experienced postoperative fever." The authors also noted that 10 patients underwent reoperation (6 adcon-l;4 control). The authors noted that, "in terms of safety analysis, in summary, there was no remarkable difference in the incidence of adverse events or reoperation" and "there is no indication, based on company's results, that treatment with adcon-l causes an adverse reaction."